Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided a letter of recommendation. In the letter it the dentist found bone loss with inflammation at patient's lower centrals, open margin for maxillary centrals crown. No orthodontic treatment is recommended. Recommend patient to go to periodontist to evaluate bone loss.